Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation (debris from a previous case) was not confirmed. Additional evaluation findings were as follows: the labels had peeling and scratches, the switch had a cut, the borescope had scratches and tears, the control knob had play, the distal end plastic cover had deep dents, the objective lens had small edge chips, the bending section cover glue had a crack, and the insertion tube had buckle. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
An olympus field service engineer (fse) reported on behalf of the customer, that when using an evis exera iii gastrointestinal videoscope, the physician noticed debris from the previous case when he was inserting an instrument through the instrument channel. The event occurred during the procedure and completed the procedure with the same device. There was no patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was physical damage on the device causing inadequate reprocessing. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.